Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm noted during testing. The motor passed motor test. The insulin pump programmed with multiple boluses and all registered properly in the bolus history and daily totals. The insulin pump also matched properly with the units left on the status screen noted during testing. No bolus anomaly noted during testing. The insulin pump received with cracked display window corner, broken reservoir tube lip and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that they experienced high blood glucose. The customer's friend reported that they received a motor error alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's friend stated that the insulin pump was not exposed to high magnetic fields. The customer's friend was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.